Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, customer is unable to fix the cap of 10 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, customer is unable to fix the cap of 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 29 retained samples were sent for appropriate functional tests, which included stopper function defects analysis. The testing revealed that 5 out of the 29 retained samples experienced stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retention sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.